Manufacturer narrative:
Insulin pump received with blank display due to broken solder joint and lifted traces. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to blank display anomaly. Pump was received with broken off/missing end cap and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was broken due to falling. Customer's blood glucose was unknown. Insulin pump would need to be replaced.